Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast reconstruction procedure with mentor memorygel breast implant 405c gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts post implantation. Bilateral capsular contracture was diagnosed during an office visit. Additionally, an MRI diagnosed rupture of the left breast prosthesis. As a result, the patient underwent left breast unilateral explantation and replacement with a mentor memorygel breast implant 405c gel breast prosthesis on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s right breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 21-jun-2022, mentor received additional information about the event. Following explant surgery, the left breast prosthesis was discovered to be intact. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).